Event description:
The rpt stated that he did a meter to healthcare professional meter comparison. His meter read 181 mg/dl. About 20 mins later his dr's meter (type unknown) result was 141 mg/dl. He did not have any symptoms. On followup, he said that he has difficulty obtaining good sample and usually adds 2 or more extra drops to pad so the confirmation dot is blue. Often entire pad and white areas are then covered. The lifescan rep trained on coverage. Rptr stated error messages may come up, but did not recall specifics. He had performed a control test recently and it was "127, in range".